Event description:
Upper 30¿s patient with history of nonischemic cardiomyopathy secondary to (2/2) anthracycline use for hodgkin lymphoma status post (s/p) heartware lvad (2016) complicated by (c/b) clot with explant and re-implant (2017), secondary adrenal insufficiency 2/2 nivolumab who was admitted mid-october 2022 for acute left sided weakness with finding of acute frontoparietal intraparenchymal hemorrhage. Patient was apparently alert enough to call ems but then arrived at the hospital unconscious. A brain attack was called upon arrival. She was immediately taken for emergent right-sided hemicraniectomy and given kcentra once head CT resulted showing intraparenchymal hemorrhage (iph).